Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle the following information was provided by the initial reporter: needle contaminated by unknown stain (lot 2174980).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-04-04 h.6. Investigation summary: bd received 35 samples for investigation, 1 sample from lot 2174980, 18 samples from lot 1048671, 14 samples from lot 1007099, and 2 samples from an unknown lot. The sample from lot 2174980 was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The samples from lot 1048671 were evaluated by visual examination and the indicated failure mode for blunt needle point with the incident lot was not observed. The samples from lot 1007099 were evaluated by visual examination and the indicated failure mode for blunt needle point with the incident lot was not observed. The samples from an unknown lot were evaluated by visual examination and the indicated failure mode for damaged needle point with the incident lot was observed in both samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter with lot 2174980 and damaged needle point for an unknown lot. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: needle contaminated by unknown stain (lot 2174980).